Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer went to the hospital as a result of the occlusion. Customer declined follow up from tandem technical support. No additional information was provided.